Event description:
Following a stage 1 procedure, the interestim lead was being removed due to lack of therapeutic response. The lead was broken during the removal process and the physician elected to leave the remaining portion of the lead implanted. There were no reported adverse affects to the patient.